Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system underwent a magnetic resonance imaging (MRI) despite the device system not being MRI conditional. It was noted that lead data measurements were within normal limits, but there was a known high out of range pacing impedance issue on the left bundle branch lead. The device was reprogrammed for the MRI. It was noted that a boston scientific representative was responsible for the post MRI programming. The device system remains in use. No adverse patient effects were reported.